Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs for investigation. Therefore, 10 retained samples from bd inventory were functionally tested by being drawn with water, and no leakage was observed. This complaint was unable to be confirmed for blood leakage. Bd was not able to identify a root cause. A complaint history review was conducted and only the current complaint was found relating to incident lot for failure mode. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes cracked which caused the blood samples to leak, eighteen (18) tubes were affected. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes cracked which caused the blood samples to leak, eighteen (18) tubes were affected. No health impact or consequence reported.